Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump battery was depleting quickly causing pump to shutdown. Customer's blood glucose (bg) was elevated (value not provided) and ketone level was trace. An insulin injection was administered to address bg. Tandem technical support reviewed pump data and found battery was depleting at an acceptable rate. Contact maintained pump battery was depleting quickly. Although multiple attempts were made by tandem technical support to confirm battery was holding its charge, customer/contact did not reply.